Event description:
It was reported that stent dislodgment occurred. During unpacking of a 32 x 3.00 rebel stent, it was noted that the stent was on the stylet and it came off the balloon. The procedure was completed with a different device. No patient complications were reported.